Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented to the hospital after received a vibratory alert, the right atrial lead exhibited low impedance and noise. The lead was capped and replaced on (B)(6) 2016 successfully. The patient was stable and recovering.